Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth pairing issue between the transmitter and the display device. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported bluetooth pairing issue between the transmitter and display device. However, data evaluation did confirm a transmitter failure on (b)96) 2016. The root cause could not be determined post-investigation.